Manufacturer narrative:
Article website: http://www.ncbi.nlm.nih.gov/pubmed/25584955. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. There was limited information about the device and/or the patient, therefore all serious adverse events were captured in this report. Reference: (B)(4).

Event description:
Citation: zanaty et al. Flow diversion for ophthalmic segment aneurysms. Neurosurgery, 00:1-4, 2015. Medtronic (covidien) received information through literature review that out of forty-one patients harboring 44 ophthalmic segment aneurysms (osas) treated by the pipeline embolization device (ped), four patients had serious adverse events: three needed retreatment with ped and one had a clinically significant stroke. Three patients required retreatment. One of these patients had visual symptoms and incomplete aneurysm occlusion. One of the retreated patients had visual symptoms and incomplete aneurysm occlusion. On 6-month follow-up after the second treatment, the patient¿s symptoms improved and the aneurysm was successfully secured. The other two, due to incomplete occlusion, had progressed to complete occlusion 6 to 12 months after the second treatment. One patient had a clinically significant stroke. Tha authors reported that strokes that were found on diffusion-weighted magnetic resonance imaging but were not clinically significant were not included in the study.